Manufacturer narrative:
This report is for an unknown plate / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent the revision of an unknown humerus plate and unknown screws due to a nonunion. Only the four (4) screws were removed. Procedure was successfully completed. Patient was fine. This report is for one (1) unknown plate. This is report 1 of 5 for (B)(4).